Manufacturer narrative:
It was reported the switch emitted smoke. Upon examination, we discovered a component on the circuit board had shorted, which caused the smoke. At our request, the supplier of the switch has enacted several CAPA initiatives to reduce the recurrence of this issue.

Event description:
It was reported the switch emitted smoke.